Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system displayed 00:00 during startup. Review of the system log file showed ¿malfunctioning frontal ip-pc¿. Upon troubleshooting, the fse inspected the system and confirmed that the ippc was slow to start up and could not connect to other pcs. Fse replaced the ippc and hard disk spare parts. After replacing the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.